Event description:
A malfunction on the pump was reported, and initially, no notable events were identified as preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance to reset the pump and assisted the customer in performing the reset. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump and contact support if the issue recurred. The customer acknowledged and understood the instructions.